Manufacturer narrative:
Philips has investigated this complaint. According to additional information, the device was outside of clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the live monitor is not displaying image because of the improper feedback from flat detector which is faulty. The engineer replaced the flat detector and performed necessary adjustments. After replacement of the flat detector, the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that images were not coming up on the live monitor. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.